Event description:
A us distributor contacted zoll to report that a patient has osteoporosis and breaks bones easily. Patient stated that their last exam showed a new fracture. The patient was unsure if the fracture was caused by the lifevest. There was no alleged device malfunction contributing to the fracture. There is no indication that the patient received medical intervention. Outcome of the fracture is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.